Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer was assisted in priming out the air bubbles. Device passed the high pressure test. After troubleshooting, customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.